Manufacturer narrative:
Third party reviewed the routers used to manufacture lot # 13vm516884 and determined there were no discrepancies or deviations from normal process parameters at the time of manufacturing. In addition, the retain samples for this lot were inspected and found to be functional and non-defective. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that after the fecal management system was successfully placed, the hospital staff proceeded to irrigate the system to ensure proper flow. During the irrigation attempt the hospital staff allegedly found the water did not passing through the system. The device was removed and replaced with a new device. No patient complications were reported as a result of this event.